Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the catheter leak and thrombosis occurred. A ekosonic kit 106cm 12cm tz was selected for use in the femoral vein. During the procedure, there was a backflow of blood in the drug tubing. Upon flushing the tubing, the catheter was observed to be leaking between the transition at the y-adaptor and catheter. Due to the catheter leak, thrombosis occurred. The catheter was exchanged for a new device and the procedure was completed successfully. There were no patient complications. It was further reported that the catheter was exchanged for a new catheter that evening. There was another thrombus which was caused by the original catheter. The thrombus was successfully removed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the catheter leak and thrombosis occurred. A ekosonic kit 106cm 12cm tz was selected for use in the femoral vein. During the procedure, there was a backflow of blood in the drug tubing. Upon flushing the tubing, the catheter was observed to be leaking between the transition at the y-adaptor and catheter. Due to the catheter leak, thrombosis occurred. The catheter was exchanged for a new device and the procedure was completed successfully. There were no patient complications.